Manufacturer narrative:
One case of companion samples were received returned to the manufacturer for physical evaluation. The actual device was not returned for evaluation. Visual inspection was performed and was found acceptable. A dimensional inspection was performed to four companion samples with acceptable results. A simulated use test was performed to four companion samples. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. The companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, with no issues were detected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient's automated peritoneal dialysis (apd) luer lock connection came apart and that there was fluid all over the floor when the patient woke up. The pdrn stated the observation was noted when the patient woke up in the morning. The pdrn confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy and stated the patient missed the last fill cycle of treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The pdrn stated the luer lock adapter connector was brought into the clinic for examination and it was unknown what may have caused the adapter to disconnect during treatment. The pdrn stated the patient was able to continue to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler and adapter without further issue. The pdrn stated the no samples was available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient's automated peritoneal dialysis (apd) luer lock connection came apart and that there was fluid all over the floor when the patient woke up. The pdrn stated the observation was noted when the patient woke up in the morning. The pdrn confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy and stated the patient missed the last fill cycle of treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The pdrn stated the luer lock adapter connector was brought into the clinic for examination and it was unknown what may have caused the adapter to disconnect during treatment. The pdrn stated the patient was able to continue to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler and adapter without further issue. The pdrn stated the no samples was available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient's automated peritoneal dialysis (apd) luer lock connection came apart and that there was fluid all over the floor when the patient woke up. The pdrn stated the observation was noted when the patient woke up in the morning. The pdrn confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy and stated the patient missed the last fill cycle of treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The pdrn stated the luer lock adapter connector was brought into the clinic for examination and it was unknown what may have caused the adapter to disconnect during treatment. The pdrn stated the patient was able to continue to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler and adapter without further issue. The pdrn stated the no samples was available to be returned for evaluation.

Manufacturer narrative:
This event is 2 of 2 for the same patient for the same event type and device. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient's automated peritoneal dialysis (apd) luer lock connection came apart and that there was fluid all over the floor when the patient woke up. The pdrn stated the observation was noted when the patient woke up in the morning. The pdrn confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy and stated the patient missed the last fill cycle of treatment and confirmed no adverse event occurred and no medical intervention was required for the patient. The pdrn stated the luer lock adapter connector was brought into the clinic for examination and it was unknown what may have caused the adapter to disconnect during treatment. The pdrn stated the patient was able to continue to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler and adapter without further issue. The pdrn stated the no samples was available to be returned for evaluation.